Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on 10/10/07 and a mesh was implanted. It was reported that patient underwent mesh excision on (B)(6) 2015, for mesh exposure and hypertonic pelvic floor dysfunction. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted due to pop, sui. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia and vaginal scaring. It was reported that patient underwent mesh revision on (B)(6) 2008, due to partial exposure-pain. It was reported that patient underwent mesh revision on (B)(6) 2012, due to partial mesh exposure, utis, pain and erosion. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that patient underwent removal of multiple mesh exposures at vaginal cuff and cystoscopy on (B)(6) 2012 due to chronic pelvic pain, mesh exposure, interstitial cystitis. No additional information was provided.